Event description:
Outside us because in canada: patient was initially implanted with pump sn (B)(6) under the poseidon study ((B)(6)) on (B)(6) 2022. The pump has become non-functional on (B)(6) 2024. The alfapump sn (B)(6) reached it`s end of life after ~714 days. Due to the availability of a new pump, the re-intervention and replacement has been delayed to (B)(6) 2025. The replacement pump sn (B)(6) has been approved under the special access program and request number (B)(4).